Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after approximately 12 weeks due to dislocation.

Manufacturer narrative:
Per (B)(4) combined report. A non-corin stem was used with the corin biolox delta ceramic head which has remained in situ. Additional information, inlcuding post primary and pre revision x-rays, operative notes, what the patient was doing at the time of the dislocation, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery and an updae on the patient post revision was requested in order to progress with the investigation of this event, however, not all information could not be provided and thus the scope of the investigation was limited. It was confirmed that the patient was standing and turning at the time of the dislocation, had followed correct post-op protocol and had not experienced any trauma prior to the dislocation. The patient is doing well post revision. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and thus the root cause of the reported dislocation could not be determined. This case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per -5074 combined report please note: this report is being re-submitted due to an error with the date of awareness. This has now been corrected. Corin became aware of this event on 06 sep 2022, not 09 sep 2022 as previously stated. A non-corin stem was used with the corin biolox delta ceramic head which has remained in situ. Additional information, including post primary and pre revision x-rays, operative notes, what the patient was doing at the time of the dislocation, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision was requested in order to progress with the investigation of this event, however, not all information could not be provided and thus the scope of the investigation was limited. It was confirmed that the patient was standing and turning at the time of the dislocation, had followed correct post-op protocol and had not experienced any trauma prior to the dislocation. The patient is doing well post revision. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and thus the root cause of the reported dislocation could not be determined. This case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after approximately 12 weeks due to dislocation.